Event description:
Event: unresolved type I endoleak. Case details: the pt was reported to have tortuous and calcific left iliac. A 14x40 wall graft was placed in the left side. The final angiogram demonstrated a type I endoleak on the left side that was not resolved. The physician will monitor the pt.